Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01736, 0001825034-2017-01737, 0001825034-2017-01740 & 0001825034-2017-01741.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown femoral stem, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Upon third-party review of x-rays received, dislocation of the hip was noted. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.